Event description:
It was reported that during attempted implant, the stylet could not be removed from the body of the left ventricular (lv) lead. The lv was not able to be implanted. In the opinion of the physician the prolongation of the surgery was clinically significant. There were no adverse consequences.